Manufacturer narrative:
(B)(4).

Event description:
After having received a recall notification, it was reported that this pulse oximeter display was missing segments. There was no reported patient involvement. There is no report of death or serious injury associated with this event

Manufacturer narrative:
The reported customer complaint is a known issue and has been isolated and action has been taken under remedial action efforts. Complaint trends will continue to be monitored. (B)(4).